Manufacturer narrative:
In addition to the flow rate outside of +/-15% accuracy, the device was found to have a battery outside of warranty, a lcd display brightness/contrast issue, a stiff door hinge and was also found to fail the pressure test. Zyno medical has repaired and tested the device to full specifications on (B)(6) 2016 and returned the pump to the customer on (B)(6) 2016. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2010. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on (B)(6) 2016. The device was identified with flow rate outside of +/-15% accuracy during testing on (B)(6) 2016. No patient was involved in this case.